Event description:
It was reported that the atrial lead was dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anamalies were found; the full lead was returned for analysis. Further testing revealed that the proximal conductor was distorted, there was blood/fluid on the proximal conductor (non-obstructing), the outer insulation was breached cut, there was a cosmetic depression in the outer insulation, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.